Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator failed self test using these electrode pads attached. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation, the customer's report was duplicated during visual and microscopic evaluation. The electrode pads failed testing. The report was attributed to the electrode pad. The electrode pads were scrapped to resolve the report. The customer received a replacement set of electrodes. Analysis of reports of this type has not identified an increase in trend.